Manufacturer narrative:
Result: faulty foot-end load cells.

Event description:
It was reported in a service report that the scale was not working properly. No patient involvement or adverse consequences were reported.